Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced oozing from their impella access site following impella 5.5 implant. Packed red blood cells, fresh frozen plasma, platelets, and cryoprecipitate were given and a pocket washout was scheduled for the impella pocket. Support was continued with the implanted pump following the noted intervention. Roughly two weeks later, care was withdrawn and the patient passed away. It is unknown if the condition caused or contributed to the patient's passing two weeks later.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-23071 was submitted.